Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was given a total of 14,000 units of heparin (10,000 before transseptal puncture and 4,000 after). A double curve watchman truseal access system (was) was positioned and the non-boston scientific 6f pigtail catheter was being removed. After the 6f pigtail catheter was removed, the soft tip of the was invaginated and perforated the laa. The laa perforation was noted by no back bleeding and fluoroscopy imaging control. The was left in place in the patient and the cardiac and thoracic emergency teams were called for intervention. Protamine was given as a heparin antidote. The patient was intubated, deeply sedated and monitored closely for hemodynamics. The patient underwent open cardiac and thoracic surgery and the laa was ligated. The was safely removed from the patient. The patient was taken to the intensive care unit for monitoring. The patient is reported to be stable.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman truseal access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed tip damage with the soft tip folded into the interior on the sheath and was stretched and misshapen. Inspection of the rest of the device found no other damage or defect to the device. The reported tip damage was confirmed. The reported cardiac perforation and surgical intervention could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was given a total of 14,000 units of heparin (10,000 before transseptal puncture and 4,000 after). A double curve watchman truseal access system (was) was positioned and the non-boston scientific 6f pigtail catheter was being removed. After the 6f pigtail catheter was removed, the soft tip of the was invaginated and perforated the laa. The laa perforation was noted by no back bleeding and fluoroscopy imaging control. The was was left in place in the patient and the cardiac and thoracic emergency teams were called for intervention. Protamine was given as a heparin antidote. The patient was intubated, deeply sedated and monitored closely for hemodynamics. The patient underwent open cardiac and thoracic surgery and the laa was ligated. The was was safely removed from the patient. The patient was taken to the intensive care unit for monitoring. The patient is reported to be stable.